Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a cartridge alarm 1 occurred during bolus delivery. The reported event did not impact the customer's blood glucose (bg) level. However, the customer stated that their bg level was slightly elevated due to forgetting to administer a bolus earlier in the morning. The exact bg value was not provided. The customer declined to load a new cartridge on the phone with tandem's technical support.